Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak coming from wash buffer reservoir of the access2 instrument. The customer was unable to determine the source of the leak. No exposure to the hazardous fluids or injuries to the user were reported.

Manufacturer narrative:
During troubleshooting the event with hotline, they determined that replacing the fluid tray assembly would eliminate the cause for the leak. Service was not dispatched for this event. Hotline sent the customer a new fluidics tray and the customer installed the new tray. Hotline call was closed the following day as the customer did not report any further issues regarding the leak. Hardware is the root cause for this event.